Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse found the cup transfer mechanism stuck in the down position because of serum build up on it. Fse cleaned and lubricated the cup transfer mechanism and the instrument worked without any issues. The customer ran controls with acceptable results. The instrument was verified as operational. There was no further action required by fse. A complaint history review and service history review for a similar complaint was performed for serial number (B)(4) from install date of 22-sept-2017 through 30-jul-2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [[4253] hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the 4253 hybrid arm z-axis home overrun error message was due to dried serum build up on the cup transfer mechanism.

Event description:
A customer reported error message 4253 hybrid arm z-axis home overrun with the aia-2000 instrument. The customer removed cups from an area to the right of the sample arm. Then, they tried an all set home from maintenance but it did not resolve the error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha feto-protein patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.